Event description:
Healthcare professional reported a right side textured implants, ruptured implants, and severe capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right side textured implants, ruptured implants, and severe capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV.